Event description:
It was reported that the Control-IQ algorithm suspended basal delivery in response to the continuous glucose monitor (CGM) sensor reading; however, the CGM sensor reading was inaccurate. Reportedly, the CGM blood glucose (BG) reading was below 45 mg/dL, and the meter BG reading was a level that was displayed as ¿High¿; however, a specific value was not provided. As a result of the basal suspension, customer's blood glucose (BG) level remained a level that was displayed as ¿High¿; however, a specific value was not provided. BG was addressed via a correction bolus. System check with Tandem Technical Support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.